Event description:
Through edwards implant patient registry, it was reported that 29mm 7300tfx mitral valve was explanted after an implant duration of two (2) years, four (4) days due to enterococcus faecalis endocarditis, severe stenosis, mild to moderate insufficiency and a large vegetation and calcification on one of the leaflets preventing the leaflet excursion. The explanted valve was replaced with a 29mm 7300tfx valve. The patient was discharged to long term care hospital on pod #36. Per the medical records the patient was transferred from another hospital where he presented with dyspnea, diagnosed with enterococcus faecalis endocarditis, started on six(6) weeks antibiotic treatment. On transfer admitting diagnoses included cardiogenic shock, acute on chronic respiratory distress, persistent atrial fibrillation, tachy-brady syndrome, anemic, and shock liver. The patient underwent redo mvr twelve (12) days after arrival. On pod #8, the patient underwent a ppm implant due to sss with rapid rates in atrial fib, and severe bradycardia.

Manufacturer narrative:
H10: additional manufacturer narrative: the root cause of this event cannot be conclusively determined with the available information. However, the stenosis, regurgitation, vegetation and calcification in this case were most likely impacted by the progression of the patient's underlying valvular disease pathology. It was noted that the patient had endocarditis. In the early postoperative period, the highest incidence of regurgitation has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. H11: corrected data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted. Corrected h6 component codes by replacing code-4755 with code-439.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. Updated h6 type of investigation. Updated d4 expiration date. Updated h4 device manufacturer date. H11: corrected data: corrected h6 component codes by replacing code-527 with code-4755. Corrected h6 investigation conclusions by removing code-22.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. Multiple requests for additional details regarding this event (i.e., medical records) have been performed; however, no additional information has been provided. The subject device was not returned for evaluation; therefore, the complaint cannot be confirmed. There is currently insufficient information to determine the root cause of this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any additional information is received, a supplemental report will be submitted accordingly.

Event description:
Through the edwards implant patient registry, it was reported that 29mm 7300tfx mitral valve was explanted after an implant duration of two (2) years, four (4) days due to unknown reason. The explanted valve was replaced with a 29mm 7300tfx valve. No other details have been provided. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.